Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 11-april-2024, it was reported that on (B)(6) 2024 the patient received insulin flow blocked alarm issue during therapy and mentioned that insulin exited tubing with plunger push. No further information available.